Manufacturer narrative:
Investigation findings: this product was returned for evaluation and during testing, the anchor fit into the insertion gun and deployed properly. The reported problem was unable to be duplicated.

Event description:
It was reported that during hand surgery, this anchor did not deploy which resulted in use of an alternate brand of product to complete the procedure. There was no reported injury and a minimal delay to secure the alternate device during this event.